Event description:
The customer reported that the insulin pump alarmed the error. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing should be performed due to the loose drive support disk.